Event description:
It was reported the pt passed away. The physician's office was contacted for additional information but no further information could be obtained. It is unk if the pt's devices were still implanted at the time of the pt's death. It is unk if any of the devices will be returned to the manufacturer for analysis.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.